Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report skin irritation issues that occurred on approximately (B)(6) 2015. Dates are an approximation as patient's mother is not sure of exact dates. Sensor was inserted at the abdomen on (B)(6) 2015. Patient's mother described the skin reaction as red rash on the abdomen, in the shape of an oval, outlining the sensor pod. Patient's mother treats the affected area with steroid cream, prescribed by patient's dermatologist on (B)(6) 2015, for skin rash. At the time of contact, patient's mother reported current condition of skin reaction as "good". No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). A photograph was provided by the patient's mother confirming the reported skin reaction. However, a conclusive root cause cannot be determined.